Event description:
Related manufacturer's reference number: 2916596-2021-00220 it was reported that the pins on the white connection of the patient's controller came out and had become stuck in a battery clip. A successful controller exchange was performed. The battery clip was also replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a broken pin stuck in the battery clip was not confirmed. A review of the submitted log file spanned approximately 9 days ((B)(6) 2021 ¿ (B)(6)) 2021 per time stamp). On (B)(6) 2021 at 18:28 the power cable disconnect alarm activated due to an invalid rsoc fault associated with the white power cable being outside the expected voltage range. The alarms were not associated with a power source exchange and cleared shortly after. There were no significant alarms and the driveline was disconnected on (B)(6) 2021 at 12:36 for a controller exchange. No other notable alarms were active in the log file. The heartmate ii 14v battery clip set was not returned for analysis. A root cause for the reported event cannot conclusively be determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate3 instructions for use section 3, ¿powering the system¿ and heartmate3 patient handbook section 3, ¿powering the system¿ explain how to properly attach and tighten the power cables to the battery clip. The heartmate3 instructions for use section 7 ¿alarms and troubleshooting¿ and the heartmate3 patient handbook section 5 ¿alarms and troubleshooting¿ addresses how to interpret and troubleshoot alarms, such as power cable disconnect alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.